Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) battery "died." Follow-up with the patient's clinic confirms that the patient's device reached elective replacement indicator (eri) early and is being explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.